Event description:
It was reported by the patient's attorney that the gamma nail is broken.

Event description:
It was reported by the patient's attorney that the gamma nail is broken.

Manufacturer narrative:
Evaluation conclusion: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. As no item was returned no physical examination could be carried out. In this case, referring to received medical documents, the nail broke after an implantation period of more than 2 years. After such a long period it is very likely that it broke in a fatigue fracture. An also known occurrence is that the nail may break when bone healing has already achieved. In such cases the implant has fulfilled its initial tasks, which can be mentioned as temporary fracture stabilization and to transfer resp. Share (bridging) the applied loading to the intact region of the bone. When (sufficient) bone healing is reached the anatomic condition is re-established with the exception that the flexible bone structure now contains a rigid foreign material. The flexible bone absorbs the usually occurring load application, but forces at the same time the stiff implant to follow in a similar manner. Such situation presents repeated loading and is comparable to exceeded load application in a fractured bone condition. The implant can be exposed to breakage in a fatigue manner. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. An implantation period of more than 2 years is not considered short term for a temporary implant as in question. With available information no further technical statement was possible. As to missing x-rays no medical statement was possible. Based on presented information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail question was not verified. Device not returned.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. H3 other text : device not returned.